Manufacturer narrative:
The actual device is available for evaluation but has not been received yet. The model number, lot number, and pictures of the device were also provided. The investigation is ongoing. Once we have evaluated the device being sent and completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "edges are not sealing."

Manufacturer narrative:
The actual device was returned for evaluation. The model number, lot number, and pictures of the device were also provided. It was determined that the defect was caused during machine stoppage due to a foil jam, as the machine setup removes the foil jam without discarding all the affected material. The root cause is related to the manufacturing method, because there is not a clear instruction to remove the affected material after a foil jam. An immediate deviation plan was created to provide directions on scrapping product when foil jams occur. A CAPA was also created to document the corrective and preventative actions related to this failure. The deviation plan will prevent reoccurance of this issue, while the CAPA will fix the issue long term. If any additional relevant information is discovered, it will be submitted in a supplemental report.